Event description:
User facility medwatch report# mw5158412 received that states: "per the field clinical specialist (fcs), during a tavr procedure, the patient had a large pannus and after gaining femoral arterial access on the right side the physician had issues with every sheath he inserted (kinking due to the depth of the arteries and the size/weight of the pannus. The physicians had trouble deploying perclose devices due to the depth of the artery and the size of the pannus. Physicians decided to abort the procedure after the 5th perclose would not preclose and bring the patient back for alternative access if appropriate. None of the edwards equipment went into the patient's body."

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint history and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the surgical intervention appears to be related to circumstances of the procedure. The patient effects of hemorrhage and dissection are known adverse events. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers. Attached medwatch report.